Event description:
The hcp reported a programming error had occurred during a drug concentration change. The drug in the pump was being changed from lioresal 500 mcg/ml to 2000 mcg/ml. Ten mins after the new programming change had been started, it was noted the old drug desired dose had been entered instead of the new drug desired dose. The pump was also set on simple continuous infusion mode and should have been on flex infusion mode. The infusion was stopped and the programming was corrected. There was no adverse effect to the pt.